Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was in the hospital due to low blood glucose levels. She gave herself too much insulin through manual injections while she was connected to the insulin pump. The insulin pump alarmed no delivery. The device was not returned.